Manufacturer narrative:
(B)(4).

Event description:
It was reported on social media regarding the patient¿s dexcom system, ¿my wife loved hers for her type 1 and it worked great until one afternoon nap when I was not there, it didn't. She never woke up.¿ no details of the device failure were provided. No identifier information for the patient or contact information for the reporter is available for any follow up. Therefore, no additional patient or event information is available.